Manufacturer narrative:
The investigation into the reported automated impella controller (aic) damage has been completed. The aic was received for evaluation. The reported event was confirmed. Visual inspection revealed missing/broken gray handle in the posterior of the console. The cause of the aic issue was determined to be defective housing. This report is being filed as part of a retrospective review of historical records.

Event description:
The us complainant had a automated impella controller (aic) returned after annual service and console was found to have damage. The aic had been placed on the cart and the back handle broke right off. The damage prompted the team to want the console looked to again. There was no reported patient harm.